Event description:
Additional information received reported that there was a change in therapy coverage. It was noted that the patient had right leg and foot coverage during implant and day of surgery when turned on programmed. It was noted that the patient had good overage post operatively and then it changed. It was further noted that at some point therapy changed and now it covered to just above the knee and got into the ribs or left leg. It was noted that the event occurred during normal use. The product status was implanted and remains in service. Diagnostics and troubleshooting included impedance testing and reprogramming. The issue was not resolved. The cause of issue was not determined. It was noted that the patient would see the implanting physician to determine the next step on (B)(6) 2014 and for additional follow-up. Symptoms or complications associated with the event included less than 50% therapy relief at the lead location. The patient's status was alive with no injury. Additional information was requested but was not available at the date of this report.

Event description:
It was reported that a patient had stimulation in the wrong location. It was stated that the implantable neurostimulator (ins) was ¿working on the wrong side¿ and that the patient felt stimulation under her rib cage and in her left leg. It was noted that the ins was for lower back and right leg. It was stated that the patient has changed the pulse width, rate, and ¿gone up and down¿ on voltage but can¿t change the location. It was reported that when the manufacturer¿s representative tested it at the hospital it was working fine, but when the patient went back to the settings the representative had it on in the hospital she ¿couldn¿t tolerate that one.¿ it was stated that the issue occurred a ¿couple days after I got home.¿ it was stated that the patient had no falls or trauma. It was noted that the patient had one program, set at 1.10v at a rate of 25. It was stated that the patient was waiting to hear back from her healthcare professional (hcp).

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had lead revision surgery because the lead was not in the correct place and stimulation "would not go where it was supposed to." It was noted that it was intended to go in the right ankle, foot, and legs. However, it was only going to the patient's upper thigh and hip. The patient stated that they first became aware of the problem a "few days after implant. The patient stated that it ended up being a full system replacement on (B)(6) 2014. The patient noted that after the revision on (B)(6) 2014, the stimulation was working correctly. The patient called to donate two patient programmers to the manufacturer. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).